Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was making a constant tone with no alarms. The buttons on the insulin pump were not responding at all. The customer's blood glucose level was 369 mg/dl. He treated his blood glucose level with a manual injection. The constant tone did not disappear after inserting a new battery. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was monitored for four days and passed functional testing including self-test, displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. No constant tone noted during our testing. All of the buttons are functioning properly during our testing. No damage was found on the keypad traces noted during our visual inspection. The lcd connector was inspected and no anomaly was noted. No physical damage noted during our visual inspection.